Event description:
The customer contact reported a nondelivery. The pump was programmed to deliver lactated ringers on the primary line at a rate of 100ml/hr, and levaquin on the secondary line at a rate of 100ml/hr with a 100ml volume to be infused (vtbi). At 2000, the nurse noted, "nothing infused but pump showed 200ml infused." The customer contact reported the nurse "watched both bags and neither dripped." There were no reported adverse pt effects. No medical interventions were required. The pump was removed from clinical service. Therapy was resumed using a replacement pump. Though requested, no additional info was provided.